Event description:
On (B)(6) 2013, the distributor contacted animas and reported no power to the pump. Upon battery insertion, the pump was reportedly beeping. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged power issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The patient has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows an unusual reboot on (B)(4) 2013. The battery compartment and battery cap were found to be intact. The battery cap was able to maintain electrical connection. The pump powers on successfully and ezprime steps were performed correctly. The pump was exercised for 24 hours with no power issues occurring. There was no moisture or corrosion observed in the battery compartment. The pump was opened, and there was no moisture found on the pcb and no issues observed to the power flex or to the power circuit.